Event description:
Boston scientific crm received information that the patient implanted with this device had a rapidly conducting atrial fibrillation which resulted in inappropriate anti-tachycardia pacing (atp) to be delivered. The atp accelerated the rhythm for which inappropriate shocks were delivered.

Manufacturer narrative:
As of today, the device remains in service. No adverse patient effects were reported.